Manufacturer narrative:
Concomitant medical products: addr06 ipg, implanted: (B)(6) 2015, 4965-50 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedances. The lead remains in use. No patient complications have been reported as a result of this event.